Event description:
The manufacturer received information alleging tidal volume discrepancy occurred on a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the numerical error between the displayed value and actual measured value was observed by measuring the ventilation. In conclusion, the device's sensor board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.1.03).